Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 250 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment is neither damaged nor corroded. The customer stated that they were not able to removed battery cap or insulin pump had completed blank display. Customer did troubleshooting for blank display and computer restarted. The insulin pump will not be returned for analysis.